Event description:
It was reported to nova biomedical that a consumer received a result of 257 mg/dl on their blood glucose meter. Two hours later, on the advice of her physician the consumer went to the hospital. While in the emergency room, her blood glucose reading on the hospital's unknown brand meter was 107 mg/dl. No medical intervention was required. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.